Event description:
It was reported that the patient¿s ¿dvc¿ was not working. They kept getting a question mark. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.